Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the colonovideoscope had a lack of image. The issue occurred during a colonoscopy procedure. There were no reports of patient harm.